Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast prosthesis, cat. #3502300, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor smooth round moderate plus profile 300cc saline breast prosthesis that deflated after implantation. Patient woke up and observed a noticeable change in breast size. Deflation was confirmed during a doctor¿s visit. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 06/03/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a crease on the posterior view. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately <0.1 cm within the crease on the posterior view. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).